Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred at 05:29am on (B)(6) 2007; the pump was running on the wrong time/date settings after a reset on (B)(6) 2015 at 1:40pm. On (B)(6) 2015 a call service alarm went unacknowledged for 3 hours. The total daily dose (tdd) history appeared inaccurate due to the time/date setting being incorrect after the reset on (B)(6) 2015. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate and the tdd correctly reflected 24 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Correction to conclusion statement: this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and the pump could not be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of "hi" (>600mg/dl) with dizziness and headache. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and continued insulin pump therapy after the pump was replaced. No further details were provided and troubleshooting could not be completed at the time of the initial call. This complaint is being ruled out based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and the pump could not be ruled out as a contributor.